Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a significant amount of weight loss and her ipg pocket site became painful. Surgical intervention was undertaken on (B)(6) 2013 and the ipg was relocated to her abdominal area. Follow up indicated the patient is satisfied with the new location of her ipg, and she is doing well.